Manufacturer narrative:
Device evaluation details: the device was visually inspected and it was found the tip detached with internal parts exposed. The catheter tip was not returned. The temperature test could not be performed due catheter condition. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be verified. The root cause of the broken tip cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the transportation, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab has identified the catheter tip is detached and internal wires are exposed. It was initially reported by the customer that after two hours of procedure, lost the value of the temperature on the ablation catheter. A cable replacement did not solved the problem, the problem was resolved by replacing the catheter. There were no patient consequences. The customer¿s reported ¿no temperature¿ issue is not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 9/13/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the catheter tip is detached and internal wires are exposed. The pal findings have been reviewed and assessed as MDR reportable since the integrity of the device is compromised, however, this type of damage was not originally reported by the customer. Follow up is being done for clarification to this returned catheter condition. Should any new information be obtained it will be assessed and processed accordingly.